Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem technical support reviewed the pump data and found that the blood glucose (bg) level ranged from 107-145 mg/dl when the cartridge was at 30 units of insulin. A bg value of 250 mg/dl was observed with 110 units of insulin in the cartridge. On (B)(6) 2017, the findings were reviewed with the customer. The customer reported no further issues have occurred. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300 mg/dl) and a bolus was delivered to address the bg level. The customer reported that it seemed that the bg level would increase when the cartridge had 30 units remaining in it. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.